Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg is inoperable. No other information is available at this time. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Correction: e1 - physicians name, address, city and facility.

Event description:
Additional information indicates the patient's ipg was explanted and replaced to address the issue. Therapy was restored.